Manufacturer narrative:
The reported event of cut lead was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found the lead was cut. The cause of the reported event is consistent with procedural damage.

Event description:
The lead was implanted and after fixating the lead using an electric scalpel with cauterization, bleeding was observed. The skin was re-opened, the lead was tested and the impedance, detection, and stimulation values were out of range. While revising the lead, a cut on the proximal portion of the lead was observed. The lead was replaced and the bleeding resolved. No lead damage was observed prior to implant. The patient was stable.